Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of an audio beep anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there is a black and white screen. The customer stated that the pump flashes all the time and it is impossible to stop it. The customer stated that the pumps switched on and off all the time with no text from audio alarm.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No unexpected blank display, flashing white display or audio beep anomaly noted. However, the insulin pump was received with unresponsive buttons due to corroded keypad traces. We were unable to download unit or perform functional test due to keypad anomaly. The insulin pump failed leak test. Leaked at keypad overlay edges. The insulin pump was received with missing display window cover. The insulin pump was received with cracked keypad overlay at select button, minor scratched lcd window, scratched case and scratched keypad overlay. No traces of moisture were found at the electronic or motor assemblies per visual inspection.